Manufacturer narrative:
Complaint evaluation: the field service engineer (fes) evaluated the device and found the etco2 failing. The etco2 module needs to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the etco2 module requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a failing co2 module. There was no patient involvement.